Event description:
Patient's port tubing had a crack in a location proximal to the safesite. Phlebotomist had been unable to disconnect tubing from iport to do lab draw and used hemostats to disconnect the tubing. Upon flushing the iport, saline leaked from the iport tubing onto the patient. Port was deaccessed and tubing replaced. Patient was not injured.